Manufacturer narrative:
Results evals: investigation into this issue is limited as the user facility did not save the sample involved in this event. The user facility did give two possible lot numbers. Review of manufacturing records, for both lots, showed no problems during MFR. Review of instructions for use gives very specific steps for engaging the needle into the protective sheath: place gauze over puncture site. Using index finger, place gentle pressure on the finger stop (gives a picture). Gently pull back on the tubing. A sling initial resistance may be felt as the needle begins to retract into the wing body. Continue pulling on the tubing until a final "click" is felt or heard. Visually confirm that the needle is fully retracted and locked into the wing body. Remove saf-t wing device from site with hand that grasped the tubing. Apply pressure to venipuncture site with the other hand. Review of complaints database show no other reports on the two possible lots and no reports of splatter in face with this product family.